Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due a different issue that was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels on (B)(6) 2016 of 402 (mg/dl). Reportedly, the customer changed out supplies and delivered insulin however, their bg level remained elevated. Contact states they believe the pump was not delivering insulin properly. The customer stopped using the pump on (B)(6) 2016 and began using manual injections as insulin therapy. Subsequently, the pump shut off. It was unable to be determined if the pump battery was allowed to deplete or how the pump shut off. The pump remained off until the call with tandem technical support on (B)(6) 2017 when the contact was unable to turn the pump back on. After leaving the pump to charge for a period of time the pump was able to be turned back on. It was observed that there was missing history and the date was incorrect. Reportedly the customer will continue to use manual injections as alternate insulin therapy until the replacement pump is received.